Event description:
Customer stated, "the cord sparked". The product has been returned for investigation. The customer did not claim any injury. An investigation was done to look into the customers complaint. The investigator found that there was a cut on the cord near the strain relief. This occurred because the user was wrapping the cord under the switch. This created stress on the cord and caused the cut to occur which lead to sparking. The customer was also creating knots in the cord to shorten the length. Customer was also laying on or folding pad during use. IFU states "do not sit on, lie on, or crush pad. Avoid sharp folds."